Event description:
It was reported by the patient that at initial transmission attempt the monitor would not power up. Changing out the batteries did not resolve the issue. The monitor was returned and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found corrosion and contamination on the unit and within the battery connector.